Event description:
Pt was taken to surgery for carotid artery endarterectomy. The pt was given conscious sedation for anesthesia. After prepping the pt with duroprep solution, the pt was draped and the surgeons proceeded with the surgery. During the procedure, an electrocautery (bovie) device was used for coagulation. Shortly into the procedure, a flash fire erupted under the drapes. The surgeon immediately removed the drapes and doused the pt and surgery table with water extinguishing the flames. The pt sustained second degree burns to the left side of their face, eyelids, ear, and neck. The pt was taken to the intensive care unit and subsequently transferred to the burn unit.